Manufacturer narrative:
The device was not returned so a returned sample evaluation was not performed. There is no alleged serious injury from the exposed wire contacts. To date there were no reports of harms due to applicator or unit having damaged power supply. It can be concluded that damaged power supply can cause failures identified by posed risks of discussed harms. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a customer that the power supply box was damaged and exposed the inner wire connections. No serious injury was reportable and the unit was replaced. No further incident occurred with this complaint.